Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.8x19 mm graftmaster stent was to be used to treat a perforation that occurred in the left anterior descending during deployment of another stent. The graftmaster stent failed to cross to the area of the perforation and was removed. The perforation was able to be treated with balloon inflations successfully. No adverse patient effects or clinically significant delay in the procedure were reported due to the no cross of the graftmaster stent delivery system. No additional information was provided.